Manufacturer narrative:
The devices associated with this report were not returned. The DHR analysis of the batches provided shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2014 - email received from (B)(6) confirming the following information from the product specialist: the patient was undergoing a primary shoulder arthroplasty procedure. Not able to get copies of the post op x-rays or the procedure notes. The patient has not given consent for obtaining this information. As for the procedure, the surgeon was happy with the metaglene position and fixation. He rotated the metaglene and was able to get 4 screws located into good bone. The broken screw shafts were left insitu in the scapular bone. They did not interfere with the final 4 screws that were used to fixate the metaglene.

Event description:
Procedure: delta xtend total shoulder arthroplasty. During the procedure, 2 metaglene screws broke during insertion into the posterior hole of the metaglene. The screw shafts remain in the patients scapular bone. The screw heads were removed and discarded. Procedure was delayed 15 min due to screw breakages. Procedure continued as per normal. Patient was (B)(6) year old male. Date of birth (B)(6). The screw shafts remain in the patients scapular bone. The screw heads were removed and discarded.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.